Manufacturer narrative:
Unit passed self test. Unit alarmed hardware low level failure alarm during self test and pump trace download confirmed hardware low level failure, problem isolated to the keypad. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. Customer¿s blood glucose value was unknown. Customer stated that the hardware low level failure alarm was received twice. Customer stated that the insulin pump was able to complete the rewind. Customer stated that the insulin pump passed the self-test. The device will return for the analysis.